Manufacturer narrative:
The impella pump, purge cassette and guidewire were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation. Section: impella cp with smart assist catheter insertion. Section: axillary insertion of the impella cp with smart assist catheter. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." Impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: warnings & cautions: cautions. ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ impella cp with smartassist system. Section: warnings & cautions: warnings. Section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings. ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was attempted to be implanted with an impella cp for mechanical circulatory support but was unsuccessful. Upon insertion of the .018 guidewire into the left ventricle, the patient went into ventricular tachycardia. The pump was then inserted into the femoral artery. However, the pump was unable to advance beyond the iliac. As cardiopulmonary resuscitation was being performed, the decision was made to remove the impella cp and place the patient on extracorporeal membrane oxygenation (ECMO) support. Upon removal of the impella cp, biomaterial was found between the wire and the catheter pigtail, which prevented further advancement of the impella into the patient. The patient survived. However, the patient was noted to be in critical condition following the event.

Manufacturer narrative:
The investigation of delivery issues, vt/vf, and thrombus has been completed. Delivery issue - reported feeling resistance in the iliac and was no longer able to advance the impella cp. Pump delivery was aborted and patient was put on extracorporeal membrane oxygenation (ECMO). When the pump was removed, there was tissue between the wire and pigtail inhibiting the pump to advance on the guidewire. Impella cp, guidewire and purge cassette were returned. Guidewire was in the pump cannula when returned. There was dried blood around the guidewire and pigtail but no biomaterial observed. The root cause of the delivery issue was most likely patient condition related since it was reported there was found some tissue between the wire and the pigtail which inhibited the ability for the impact to be inserted any further in to the patient. Vt/vf - patient went into vt after the guidewire was inserted. The root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details. Thrombus - there was tissue found between the guidewire and pigtail after the pump was explanted. The root cause of the thrombus was unable to be determined due to insufficient clinical details.